Event description:
It was reported that during routine inspection the foot pedal was stuck, when it was pressed and activated the pedal, it was not getting released and kept activated the handpiece. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).